Event description:
Customer reported rh discrepancies on the abs2000; 2 patients tested on the instrument were reported as rh negative. The customer's procedure to retest all rh negative samples manually; both samples tested as rh positive. The 2 samples were retested on another abs2000 and rh positive results were reported. No medical actions were taken as a result of the discrepancy.

Manufacturer narrative:
Review of error log indicates several probe errors, likely due to a bent probe. However, neither of these errors occurred the day the samples were tested on the instrument. Customer advised that instrument should not be operated with bent probes; customer stated that new probes have been ordered. Monthly decontamination procedure had not been performed; advised customer to perform decontamination and repeat the samples on the instrument. Customer received the expected results after running decontamination and repeating the samples on the instrument. Customer did not submit samples for investigation testing.